Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2: correction.

Event description:
It was reported that "early sensor expiration" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.